Event description:
Graft implanted in aortic position in 1994 was found to have dilated. Dilation was confirmed by CT scans in 2003. While it was reported that pt had thoracic pain, no specific treatment was given to the pt.